Event description:
Complaint description: the hosp nurse reported that when a new irrigation tubing set was removed from the package, it was noted by hosp personnel that the tubing was crimped. When the tubing was used for a trans-urethral resection procedure ("t.u.r.p"), the tubing cracked at the point of the crimp, causing fluid to leak out onto the floor. The nurse stated that fluids did not splatter and there was no exposure of fluids to hosp staff. According to the nurse, the pt did not have a known infection and had been treated with antibiotics, pre-operatively, as a precaution.